Event description:
Used for procedure: inguinal hernia. According to the reporter: a part of black sheath came off and fell into cavity. New device was opened to complete procedure. No bleeding. No tissue damage. No unanticipated tissue loss. Pt is under observation. Operating room time not extended by more then 30 minutes. It was possible all the fallen pieces were not retrieved from the cavity. The device was re-sterilized.

Manufacturer narrative:
(B)(4).